Event description:
Physician reported rupture diagnosed by ultrasound. Ultrasound results show "signs of deterioration of implant on the right side." Device has been explanted.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.